Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest and displacement test. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).